Manufacturer narrative:
One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the guidewire, locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in unused condition. The carrier tube was returned in the forward lock position. The locator and hemostasis sheath were inspected, and no damage or issue was identified. The carrier tube was also inspected, and the anchor and collagen were found to have been exposed. The bypass tube was found to have been dislodged at the distal tip. Minor kinks were identified on the tubing of carrier tube. No other damage or issues with the device were identified. The complaint was confirmed for a dislodged bypass tube. The exact root cause was unable to be determined. The likely cause was determined to have been bypass tube dislodgement due to handling during device unpackaging. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code and lot number combination was conducted with no findings.

Event description:
The user facility reported that the involved tip of the angio-seal does not work well and cannot pushed into the body. Patient is in stable condition.